Event description:
It was reported that sometime post an angioplasty procedure, the patient allegedly experienced pressure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: neither sample nor image nor medical report available. The investigation leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: a medical report including a device deficiency is not available. The patient does not know where, and why the stent has been placed. A specific labeling entry could not be specified without deficiency. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an angioplasty procedure, the patient allegedly experienced pressure. There was no reported patient injury.